Event description:
It was reported this esophageal stent was initially placed without incident. While attempting to place a second stent, this stent migrated into the pt's stomach. The stent remains in the pt. No further details are available regarding the circumstances surrounding this event. The device has not been returned by the user facility. Therefore, a failure analysis is not available. Without evaluating the device and without further details, co is unable to determine the exact cause for this event. Co's instructions for use state: " the following complications have been reported in the literature for esophagus prosthesis... These include, but are not necessarily limited to; stent migration."